Event description:
Rv lead issue. The rv lead impedance is quite stable, however, seems to fluctuate a bit more lately (bipolar and tip to coil). The sensing integrity counter was 159 since (B)(6) 2020 and there were several vt-ns episodes stored. It seems that the amount of vt-ns episodes increased in (B)(6). The episodes seem to occur randomly at different days and different times. In addition, the average ventricular rate is sometimes very high. Based on these findings most evidence points towards a beginning fracture of the rv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).